Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument white gasket was damaged. The procedure was completed with no patient harm.